Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. One week after the generator was replaced, the same behavior was observed. Therefore, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received